Event description:
Date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "endoscopic stenting for malignant gastric outlet obstruction" by m. Stawowy, et al published in surg laparosc endosc percutan tech; 2007, 5-9. The following information was derived from this article: an unknown stent was used in a stent placement procedure. According to the article, the stent migrated during initial placement, and a secondary stent was placed during the same procedure. No further information on the status of the patient was available. The type of stent used (wallstent, hanaro stent, diamond stent, or ultraflex stent) could not be determined from the article.

Manufacturer narrative:
The device manufacture date and expiration date are unknown since the lot number is unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.